Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported symptom 'air in line' was verified through a review of the event history log but not reproduced during evaluation due to an unrelated issue. Evaluation determined the cause to be out of specification ultrasonic sensor fluid numbers. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no patient involvement associated with this event. No additional information is available.